Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump generated alert 65 instructing a restart and the user performed three restarts, after which the alert recurred, consistent with an audio malfunction with over/under current behavior of the audio subsystem; a replacement device was provided and the original was returned. Symptoms included no audible audio alarm while the device displayed the alert. Outcomes included no change in blood glucose reported, no medical intervention, and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.